Event description:
It was reported while using the therapy ablation catheter during a cavo-tricuspid isthmus ablation procedure, char formed on the catheter. The sjm rf generator was set at 70 watts and 70 degrees celsius. During the procedure, it was noted the catheter was not delivering the specified power. The catheter was removed from the pt and char was noted on the tip of the catheter. The char was manually removed from the tip of the catheter and the procedure was successfully continued with the same catheter. There were no adverse consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, and if there is any further relevant info from the review, a supplemental medwatch will be filed.